Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 600mg/dl and had high ketones. Customer was treated with manual injection. Customer reports insulin exited at quick release and drive support cap was normal. Customer also reported that they had air bubbles in reservoir and insulin pump was exposed to computerized axial tomography scan. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.